Event description:
It was reported that during aneurysm procedure at right ophthalmic artery. After approximately one-third of the subject stent had passed through the microcatheter hub, further advancement became impossible. Upon observation, it was found that the remaining portion as one-third of the subject stent was deployed inside the microcatheter and the rest was inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the hub and lumen of an microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was unable to be removed from the microcatheter. The proximal end of the stent was deformed and broken/fractured and was not returned. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The as reported code 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'the physician aligned the stent's introducing sheath with the hub of the microcatheter and attempted to advance the stent delivery wire. However, when approximately one-third of the stent had passed through the microcatheter hub, further advancement became impossible.' Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as being 'moderately tortuous'. The stent was received deployed within the hub and lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was unable to be removed from the microcatheter. The proximal end of the stent was deformed and broken/fractured. The subject stent is recommended for use with stryker's microcatheter due to hub compatibility with the introducer sheath, which is not the case with the non-stryker microcatheter, making precise sheath placement critical; however, as the introducer sheath was not returned for analysis, it could not be confirmed whether it was correctly positioned or had migrated proximally/distally prior to stent transfer, which may occur if the rotating hemostasis valve (rhv/vent cap) was not adequately tightened, potentially creating a gap between the sheath and microcatheter lumen that could lead to partial stent deployment or deformation during transfer (distal movement) and result in friction/resistance during advancement; additionally, the observed differential advancement of the stent and stent delivery wire (sdw) may be attributed to possible stent slippage from the sdw more commonly associated with proximal sdw movement due to the smaller distal bumper passing through stent marker bands under frictional conditions, although in this case it was reported one-third of the stent had passed through the microcatheter hub, further advancement became impossible, suggesting that increased resistance¿potentially due to deformation or misalignment during transfer¿may have contributed to the event. An assignable cause of procedural factors has been assigned to the as reported stent difficult/unable to transfer' and 'stent deployed prematurely during use' and as analyzed 'stent deployed prematurely during use', 'stent deformed' and 'stent broken/fractured during use' codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.

Event description:
It was reported that during aneurysm procedure at right ophthalmic artery. After approximately one-third of the subject stent had passed through the microcatheter hub, further advancement became impossible. Upon observation, it was found that the remaining portion as one-third of the subject stent was deployed inside the microcatheter and the rest was inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.